Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Alleged loss of data. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), correct the brand name of the device (see section d1), update the initial reporter information (see section e1,e2,e3), update the manufacturer's contact information (see section g1), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The customer service engineer (cse) visited the user facility and found two issues why the system would not store exams. It was found that the bdm2 pcb was not displaying full memory and the hard drive format is bad. The cse also found the perspective box did not boot up, the feature keys would not restore correctly, and the trackball was sticking. The cse replaced the hard drive, loaded the software, configured the system manually, and replaced the other defective parts.

Event description:
Additional information was received and it was reported that at the conclusion of a right quadrant and breast exams, the images were not saved in the hard drive. It was noted during the procedure that images appeared like they were being stored but later during review, no images were found. The user rebooted the system but the images were unable to be recovered. The patient was requested to repeat the scan for documentation as well as aid the radiologist in interpreting the exam. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: attempts were made to locate the product involved with the reported incident. However, product was not received. Therefore, we were unable to confirm or reproduce the issue based on the information provided. H3 other text : device not received for evaluation.